Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "blood did not clot even though 30 minutes have passed. This issue occurred only in one tube out of 29 used."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was insufficient clot activator additive. The following information was provided by the initial reporter. The customer stated: "blood did not clot even though 30 minutes have passed. This issue occurred only in (B)(4) used."

Manufacturer narrative:
H.6. Investigation summary: material #: 367986. Lot/batch #: 2200862. Bd received (B)(4) samples and 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor clot formation was observed. Additionally, the customer samples were evaluated by visual examination and contributing factors related to the indicated failure mode for poor clot formation with the incident lot was not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for the indicated failure mode poor clot formation. Bd was not able to identify a root cause for the indicated failure mode.